Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an atherectomy th plus 6f was used during a procedure to treat a plaque lesion in the mid/distal right superficial femoral artery with severe tortuosity, moderate calcification, and a tortuous bifurcation. Moderate resistance was encountered when advancing the device. A 6fr sheath and a 014 non medtronic guidewire were used. During the procedure, the tip detached at the hinge pin, and guidewire prolapse was reported to have occurred leading to the tip detachment. The detached tip was removed within the sheath, and the device was safely removed from the patient. A 15-minute delay in surgery was reported, and the procedure was aborted.